Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl and 500 mg/dl. Customer also reported that insulin pump alarmed for no delivery. Product will not be return for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).